Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that the left ventricular lead had high thresholds immediately after implant. The lead was explanted and an epicardial lead was placed several days later. No patient complications have been reported as a result of this event.